Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was not powering on with alternating current (ac) power. It was reported there was no patient involvement at the time the issue was discovered. It was reported unit was not powering on with ac power. The remote service engineer (rse) performed a troubleshoot with the customer and it was discovered that 120v (volts) were coming through. The rse informed the customer with the power supply required a replacement. The rse then provided the customer with the part number of the power supply to order. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.